Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 411 mg/dl. Customer stated they have changed the insulin on the insulin pump four times, but their blood glucose would not lower. Customer reported attempting to treat their blood glucose with a bolus. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula. The customer declined to return the product for analysis.